Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated accu tni result generated by the access 2 immunoassay system for one pt. Customer tested a sample for accu tni and obtained a result of 0.51ng/ml. Upon repeat, this sample gave results of 0.02, 0.03 and 0.04 ng/ml. The erroneous result was not reported outside of the laboratory. There was no death, injury or change to pt treatment occurred as a result of this event.

Manufacturer narrative:
Samples are collected in bd li heparin tubes with gel barriers and are centrifuged per the MFR's recommendations. Lab policy is to repeat all positive accu tni samples before reporting outside of the lab. Customer is not questioning any other results or assays. A hardware specialist (field service engineer) was on site on 06/03/08 and performed a system check, and carryover testing, both passed. Field service engineer (fse) found and cleaned up dried buffer in the incubator track and the wash carousel. The fse found the reagent carousel to have an elevated temperature, and performed cleaning, which brought the temperature back into specs. Alignments and ultrasonics were verified and adjusted back into specs. Precision testing was performed on a new unmixed reagent pack and passed. All verification testing passed within specs. Although hardware issues may have contributed to this event, a clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.